Manufacturer narrative:
Other, other text: one level 1 hotline low flow systems - hl-390 was returned in good condition but had a defective float switch. The investigation started with a visual inspection then the tank was filled with water, attached temp check, plugged in line cord, and turned on power switch. The reported issue was confirmed. The faulty float switch was not triggering an alarm when it should. The switch was replaced to resolve the issue.

Event description:
Information was received indicating that the level 1 hotline low flow systems - hl-390 had a defective float switch. There were no adverse events reported.